Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The instructions for use, states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending (lad) artery that was 90% stenosed. Resistance was not felt during advancement of a 2.25 x 15 mm trek balloon dilatation catheter (bdc) to the lesion for pre-dilatation and it crossed successfully; however, the balloon ruptured during the first inflation at 6 atmospheres. It was also reported that air aspiration was performed inside the anatomy. The device was replaced with a nc trek bdc and the procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.